Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and low r wave amplitude measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and low r wave amplitude measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately eleven centimeters (cm) from the terminal end. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed insulation abrasion at approximately 52 cm from the terminal pin. It appeared that only the outer insulation was abraded, and the conductor was not exposed. Visual inspection also revealed significant calcium deposits on the proximal shocking coils. These visual findings did not contribute to the clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.